Manufacturer narrative:
Product event summary: analysis found the programmer initially powered up with a system error and then turned itself off and it could not be turned back on. After waiting for a little while, programmer powered up and booted up as normal. The lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found a loose ECG (electrocardiogram) connector on the lem printed circuit board assembly. After loading baseline software, programmer booted up with various errors. The mpu (microprocessor unit) printed circuit board assembly found out of electrical specification. While in the process of reimaging hard drive of programmer, after mpu printed circuit board assembly was replaced, device went into a continuous loop and continued to do it every time after that whenever the device was turned on. Hard drive found out of electrical specification. System fan is intermittently noisy.

Event description:
It was reported when the programmer is turned on, it showed fatal error. Last attempt the programmer would not even turn on. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.